Event description:
Additional information received indicated that the patient's right atrial lead was capped and replaced on 19 may 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited low lead impedance. Upon interrogation, it was noted that the lead exhibited multiple noise episodes resulting in inappropriate mode switches. No device intervention was reported but programming changes were discussed. Patient was stable.